Event description:
The customer reported the system had no image after exposure, and the alarm sounded. The fse noted cannot make fluoroscopic exposure and a communication error occurred. This error may result in a system lock up, not boot, or shut down situation depending on when the communication loss occurred. There was no injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply and cleared the memory nodes. The system operates as intended.